Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the lead integrity alert was triggered for the patient's right ventricular (rv) lead. The lead exhibited high impedance, oversensing with short interval counts, and contains a possible fracture. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert, and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 107 ventricular sensing integrity counts (sic); high rate-ns episodes with evidence of lead noise oversensing. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1178 ohms and 1026 ohms during the week ending on (B)(6) 2015. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.